Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. The quality control (qc) and calibration data provided by the customer was reviewed. The data does not suggest that the initial lot 080 reagent received by the customer may have been compromised. If the calibration was an unacceptable bias, this would be seen with samples in the same concentration range. The donor (patient) data supplied showed variability . The data suggests that the issue is most likely related to the sample storage or preparation and not the introduction of a new lot number. The samples were not available for repeat testing. The customer received a new box of lot 079 and lot 080 and is running without any further issues. The instrument is performing within specifications. No further evaluation of the device is required. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection." Ex-us: the IFU states in the limitations section: "the advia centaur (B)(6) total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) virus or potentially infectious units of blood and may generate (B)(6) results."

Event description:
(B)(6) total results were obtained for samples from four donors during a reagent lot change. The reagent lot change was from lot 074 to lot 080. The customer is a blood bank. The samples were not available for repeat testing. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total result.